Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2012; 4296 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented to the emergency room complaining of shortness of breath, and the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.